Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed and there were no nonconformances believed to be related to the reported event. (B)(4). Cyclodialysis cleft and stent malposition are listed in the device labeling as known inherent risks of glaucoma stent surgery.

Event description:
During istent surgery, the stent was implanted in the ciliary body band. During retrieval of the malpositioned stent, a cyclodialysis cleft was inadvertently created and the stent fell into the suprachorodial space and was not retrieved. A second istent was implanted successfully during the same surgery. There was no report of any postoperative complication. Additional information has been requested.

Manufacturer narrative:
(B)(4). Submitted to FDA on 08/05/2016.

Event description:
Clinical follow-up was requested and on (B)(6) 2016 the surgeon provided the following additional event details. During the istent procedure, a cyclodialysis cleft was created and the istent was lost in the cleft. The approximate size of the cleft was 1 clock hour. The cyclodialysis cleft was managed by monitoring the patient. The istent was not able to be visualized with post-operative imaging. The malpositioned stent was managed by monitoring the patient. The malpositioned stent did not result in any adverse impact to the patient. The event did not result in post-operative hypotony, did not cause a decrease in best corrected visual acuity as compare to baseline and did not cause any visual disturbances. The adverse events were reported to have resolved. The patient's prognosis was reported to be good with excellent iop.